Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer's blood glucose increased to 400 mg/dl on one occasion and 590 mg/dl on another due to bent infusion set cannulas. The patient treated via manual insulin injections. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis.